Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ¿motor shutdown¿ error code was found in the ventilator's downloaded error log. The device's main board requires replacement to address the issue.